Event description:
According to the reporter: re-operation to remove a residual suture which was causing great pain to the patient in the patient's central back. Additional information has been requested of the site.

Manufacturer narrative:
(B)(4).